Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was recently hospitalized due to a low blood glucose level. Caller stated that the customer had a blood glucose level of 44 mg/dl, then had a seizure, and paramedics were called. Paramedics transported the customer to the hospital. Customer was wearing the insulin pump at the time of the incident. Blood glucose level at the time of admission was 79 mg/dl. Caller also reported that the customer had recently experienced high blood glucose levels up to 425 mg/dl. Troubleshooting was declined. No products were replaced or returned for analysis.